Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 4.1mmol/l. The customer stated that the contacts are damaged and it is a missing part on the battery cap. The customer stated the battery compartment is damage. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.